Event description:
It was reported that a skin reaction has occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026, the pediatric patient experienced a skin reaction with an infection underneath the sensor pod area. Prior to sensor insertion the area was prepped with alcohol. The parent consulted a healthcare provider (hcp) and was prescribed an unspecified oral medication. There was no documentation of further medical intervention. No photo or other details were provided. At the time of report, the patient was feeling fine and healthy. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).